Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the guide part of the shaft was detached. The 90% stenosed target lesion located in the moderately tortuous and severely calcified left anterior descending artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, a non bsc catheter was advance and severe resistance was felt. When it was removed, the "colored part" was found to be lifted up. It was then noted that the guide part of the shaft was detached. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. There was blood inside the shaft. The shaft and collar were microscopically examined. The shaft was detached/separated at the collar. The ptfe was pulled out of the collar and was attached to the distal shaft. There was a section of the shaft in the collar that was damaged and lifted. There were numerous kinks throughout the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that there was no attempt to retrieve the device and the separation occurred outside the body.